Event description:
It was reported by the customer that a pyxis medstation es system drawer not opened. When tried to recover heared a double click. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer found med jam and removed the med. The system functioned as intended after the field service engineer troubleshooted the device.